Event description:
A hospital in (B)(6) reported that the inspiratory limb of an rt340 adult dual-heated with evaqua breathing circuit caused the mr850 respiratory humidifier to alarm during set up. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device was returned to fisher & paykel healthcare (B)(4). The complaint breathing circuit was visually inspected, a heaterwire resistance test was carried out using a calibrated multimeter and a continuity test was performed. Results: the visual inspection revealed no visible damage to the complaint breathing circuit. The heater wire resistance test identified the inspiratory limb to be open circuit and a continuity test revealed the open circuit to be in the connection between the heater wire and the left heater wire pin in the over moulded plug. A lot check could not be performed as no lot number was provided. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All rt340 breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heaterwire became open circuit after release for distribution, possibly as a result of a intermittent crimp connection. This malfunction does not interfere with the delivery of medical gases, only the heating of it. (B)(4).